Event description:
The manufacturer's representative reported the patient was experiencing radicular pain around the waist. An MRI was done with and without contrast and reported as suspected granuloma, but might be arachnoiditis. The concentrtation of the intrathecal bupivicaine was lowered from 2.5mg/ml to 1.2mg/ml and the clonidine from 10mcg/ml to 5mcg/ml. "Physicians plan for patient is to lower concentration and keep a close eye on patient symptoms."